Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint has been determined reportable by mitek customer quality group per internal procedure change on jul 24, 2017. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar and 1 dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: 1221934-2017-10413.

Event description:
The sales rep reported via phone that two of his truespan 12 degree peeks deployed both implants at the same time during an acl repair. The case was completed with other like devices. There were no patient consequences or delays. The device was discarded by the customer. The following additional information was received via email by mitek complaints on 07-27-2017: the sales rep stated that the implants were removed with a grasped and no cutting involved. Surgical delay was less then 10 minutes. Procedure was completed with another tru span device which worked.